Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -was surgery delayed due to the reported event? --> yes, -if yes, number of minutes: --> 20, -action taken when event occurred? --> remove the needle from abdomen, -was procedure successfully completed? --> yes, -were fragments generated? --> yes, -if yes, were they removed easily without additional intervention? --> no, -if no, explain: --> difficoult to fins the needle in laparoscopic procedure, -patient status/ outcome / consequences --> no, ¿ were x-rays taken to locate the needle piece(s)? No ¿ what measures were taken to retrieve the broken piece? Needle searc via lap. ¿ was there any additional tissue damage as a result of searching for the needle piece? No ¿ were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. ¿ how long, in minutes, did the surgery prolong? 20 min. ¿ which tissue was being sutured when the event occurred? Peritoneal closure during laparoscopic ernioplastica procedure. ¿ was additional dissection required in other organs/tissues other than the target tissue? No. ¿ was there any change in the patient¿s post operative care due to the prolonged procedure? No. The following information was requested, but unavailable: -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, -is the patient part of a clinical study --> unknown, a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2025 and barbed suture was used. The needle broke off and was lost in abdomen during a laparoscopic procedure no adverse patient consequences were reported. Additional information was requested